Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: orange particles, crease fold, wear abrasion. Leak test was performed, and no leakage was found. A microscopic analysis was performed which identify no openings observed in the device, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Reason for reoperation reported as deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.